Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that device produces a burning hot plastic smell. In addition to production of noise and that humidity does not work properly as it is drying out the water too fast and leaves patient feeling dehydrated after use. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is being submitted to correct the previously reported event. It was previously reported that the manufacturer became aware of an allegation that the device produced a burning hot plastic smell. In addition to the production of noise and the humidity does not work properly as it was drying out the water too fast and left the patient feeling dehydrated after use. This was assessed as a non-serious injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the customer complaint was not reproduced. The pca presented modem issues and pieces that needed to be changed. Additional failures observed were a reusable pollen filter by service, a modem with functional failure, a blower box with contamination, a blower with functional failure, blower outlet seal/isolator with contamination. In addition, the device had an error code e400. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
This report is being submitted to correct the previously reported event.

Manufacturer narrative:
Additional information received: a device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, customer complaint not reproduced. Pca present modem issues, piece need to be change. Additional failures observe was reusable pollen filter by service, modem with functional failure, blower box with contamination, blower with functional failure, blower outlet seal/isolator with contaminations. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur.